Manufacturer narrative:
During post-dilation of the precise stent placed in the ostium of the right internal carotid artery the patient experienced and episode of hypotension which was treated with neosynephrine. Additionally the patient was unable to verbalize his name, was slurring words and experienced hemiparesis in both hands. The neurological event lasted approximately eleven minutes. There were no long term effects and the patient's nihss score was 0 at the 30 day visit. There was no diagnosis given for the neurological event. The event was evaluated and determined to be unrelated to cordis product(s) but was indicated to be related to the index procedure. The patients medical history includes hyperlipidemia, severe aortic/mitral valve disease, coronary artery disease, smoking, and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hemodynamic depression and the resultant tia like symptoms during carotid artery stenting procedures are common events most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The procedure was completed; however, when removing the angioguard device, the patient was unable to verbalize his name, slurring words and unable to squeeze both hands. The neurological event lasted approximately eleven minutes. There were no long term effects. There was no diagnosis given for the neurological event. No cea surgery was required. Of note, hemineglect and hemiataxia were not documented, as well as presence of babinski. The event was evaluated and determined to be unrelated to cordis product(s). However, this event was indicated to be related to the index procedure. The patient was discharged (B)(6) 2008. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2011-00149 and 9616099-2011-00150.

Event description:
Information received from the account states that during post-dilation of the precise stent with a boston sci sterling rx balloon the patient experienced and episode of hypotension which was treated with neosynephrine. Also, the patient was unable to verbalize his name, slurring words and unable to squeeze both hands (hemiparesis). The neurological event lasted approximately eleven minutes. There were no long term effects and the patient's nihss score was 0 at the 30 day visit. There was no diagnosis given for the neurological event. A (B)(6) male (dob: (B)(6)) weighing (B)(6) was consented to the (B)(4) study on (B)(6) 2008. The index procedure was completed on (B)(6) 2008 and the patient was symptomatic the target lesion location was the ostium of the right internal carotid artery (r6). There was an occlusion present in contralateral carotid. Reference vessel diameter was unknown. Target lesion diameter stenosis was 85.0 and the lesion length is unknown. Total length of stented segment was 30.0. Qualitative lesion calcification was described as severe and circumferential, and vessel tortuousity by visual inspection was moderate. Geometry of the lesion was described as eccentric and ulcerated. Pre-dilatation was performed. There was no adjacent thrombus present at the target lesion. Final target lesion percent diameter stenosis was 5. An angioguard (601814rmc/lot no. 70807512) distal protection device was used, which was deployed and retrieved successfully with no technical problems. It is unknown if there was debris found in the angioguard device upon retrieval. A precise stent (p07030rxc/lot no. 13253829) was implanted for treatment of the target lesion.